Event description:
Complainant alleged that the clinician had been monitoring female pt (age unk) and was preparing the pt for transport to another dept. The clinician had detached the 3 lead cable, but the multi-function cable and electrodes were still attached to the device and to the pt. When the deivce switch was turned from monitor mode to the 'off' position, the pt indicated that she had rec'd an unintended delivery of energy. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. A second event with this same device, but differnt pt, was reported on medwatch report number 1220908-1998-00941.